Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the jaws would not open or close." The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts tip up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions but the grips failed to open completely. The grip tips appeared to be stuck. The housing was removed for inspection and found no damages.